Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a crack on the insulin pump and had been having a lot of low blood glucose. Customer's blood glucose was 32 mg/dl at the time of the incident. Customer's current blood glucose was 195 mg/dl. Customer has been experiencing low blood glucose for the past 3-4 months. Customer was advised to speak to her health care professional regarding the low blood glucose. Customer stated that the crack was in the upper right top of the pump by the up arrow button. Customer was advised that the pump will need to be replaced due to the crack in the casing. Customer was also advised to discontinue use of the pump and revert to a back-up plan.